Event description:
Pt was part of the charite ide study. Subject reported subsidence in 2001. This info was captured in the ide study. Overtime developed pain and migration of endoplates. A posterior fusion was recommended, however, pt's insurance would not cover cost and no action was taken. Final follow up in 2005 shows additional subsidence and anterior migration of the sliding core. Surgeon reports that there is also a fracture of the bony endoplate rim. Surgeon feels that the pt needs to have revision surgery at this time. As the ide study is closed an MDR shall be filed to report this info to FDA.